Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5068930. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before using a 30 g x 8 mm 1/2 cc bd ultra-fine ii¿ (short) self-contained insulin syringe, the needle had penetrated its shield and a consumer stuck his finger when removing the syringe from the poly bag. There was no report of medical intervention.